Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4: batch # 751d77. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The battery pack was in good condition. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 751d77, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, only half of the staples deployed, so the anastomosis could not be completed. It was handled by a hand suture. It will be confirmed the situation with the doctor, including the impact on the patient and any changes to the surgical procedure, and added the information becomes available. The procedure was changed to an additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the case was laparoscopic surgery for the rectosigmoid. There were nothing noteworthy patient causes. When tried to remove after the firing was completed, it was found that the intestinal tract has cut and the main body of the cdh was visible. When the intestinal tract was checked after removal, only half of the staples were stapled. The knife had a circular cut. There was some bleeding. The doctor suspected that the staples had not been loaded from the beginning. The small incision was slightly widened and hand suture under direct vision to recover. Because the anastomosis was performed at a relatively high position with rs, recovery was possible, but in the worst case scenario, conversion to open surgery and re-anastomosis was considered. One week has passed since the surgery and the patient is progressing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.